Event description:
It was reported that the pacemaker was replaced, as there had been a total loss of function after a one-time (200 joule) external cardioversion performed previously on the same day. The device had been in eri (elective replacement indicators) since 2005, and was programmed vvi 60. After cardioversion and first aid, the patient quickly regained a steady intrinsic rhythm, so nothing serious resulted. Lead information was subsequently received. High pacing thresholds were reported, which prompted lead replacement at the same time as the ICD changeout.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: battery depletion normal. Life testing revealed that the unit had met its 95% expected longevity. The no output and no telemetry were the result of an extremely low battery voltage. It was reported that the pacemaker was replaced, as there had been a total loss of function after a one-time (200 joule) external cardioversion performed previously on the same day. The device had been in eri (elective replacement indicators) since 2005, and was programmed vvi 60. After cardioversion and first aid, the patient quickly regained a steady intrinsic rhythm, so nothing serious resulted. Lead information was subsequently received. High pacing thresholds were reported, which prompted lead replacement at the same time as the ICD changeout. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination battery end of life - expected device evaluated and alleged failure could not be duplicated cautery output, none.

Event description:
It was reported that the pacemaker was replaced, as there had been a total loss of function after a one-time (200 joule) external cardioversion performed previously on the same day. The device had been in eri (elective replacement indicators) since july 27, 2005, and was programmed vvi 60. After cardioversion and first aid, the patient quickly regained a steady intrinsic rhythm, so nothing serious resulted.